Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The fluoro functions board was replaced and the collimator calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had a collimator iris potentiometer error message prior to a case. No pt injury was reported.